Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, guide catheter: heartrail. (B)(4). The traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us. The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It should be noted in the instruction for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo concentric lesion in the mid left anterior descending (lad) artery with moderate tortuosity and moderate calcification that was 90% stenosed. Resistance was not felt during advancement of a 2.0 x15mm traveler rx balloon dilatation catheter (bdc) to the lesion for pre-dilatation and it crossed successfully; however, the balloon ruptured at 6 atmospheres during the first inflation. It was reported that the device had been prepped (air aspiration) inside the anatomy. No further pre-dilatation was performed and the procedure was completed after a 2.5 x 15 mm xience alpine stent was implanted. There were no adverse patient effects or clinically significant delays reported in the procedure. No additional information was provided.